Event description:
The customer claims that a tech, preparing for an arteriogram procedure, noticed a hole on the side of the barrel of the 10cc syringe that is contained inside of this tray leaked. According to reporter, the syringe was discarded. No injury or exposure to pt or tech.